Event description:
It was reported that a patient was implanted with a zct400 18.5 diopter intraocular lens. However, post implant the patient was not happy with the visual outcome and wanted a lens exchange. The lens was explanted and replaced with another zct400 lens of a higher diopter (21.0). There was no use error or product problem reported. The patient is doing fine.

Manufacturer narrative:
Age at time of event or date of birth was not provided/unknown. Gender was not provided/unknown. (B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.